Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On feb 19, 2010, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate erratic readings. On the day of concern, the pt obtained blood glucose readings of "132, 174, 133, and 79 mg/dl" on the subject meter. The reported meter readings were taken less than 20 minutes of each other. Prior to the alleged inaccurate readings, the pt reportedly developed symptom of feeling weak, sweaty, and shaky. Reportedly, the pt administered self care with either food or insulin depending on his symptoms at the time of concern. The pt was unable to provided the treatment he took when he had the reported symptoms. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. According to the troubleshooting performed with customer service, the test process was correct. The test strips were in good condition and within the discard date, and the results were taken from the same approved testing sites. This complaint is being reported due to the alleged inaccurate issue. There is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the alleged inaccurate readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.